Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg at 2.77 mg) and bupivacaine (20 mg at 5.79) via an implantable infusion pump. It was reported that a motor stall occurred and had not recovered after 48 hours. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) identified foreign material in the pump. If information is provided in the future, a supplemental report will be issued.